Event description:
During the surgery, the sureshot targeter didn't work after connecting to the controller, the information on the monitor shows " the targeter is broken, please exchange". The surgeon had to use free hands to insert distal screws.

Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and it was communicated that no patient harm or injury occurred as a result of the device related incident. The procedure was completed without surgical delay using freehand technique. No further clinical assessment is warranted. A review of complaint history on the listed part revealed no prior complaint for the listed batch with the same failure mode. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.